Event description:
It has been reported that the device speakers are not functioning properly.

Manufacturer narrative:
This report is based on information provided by a philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the 453564405901 (fr3 defibrillator ECG, ap (t), exchange) indicating that the device has a faulty speaker with abnormal sound quality. The device was not in use at the time of the event. No patient or user harm was alleged. The device was evaluated onsite, finding the speaker was defective due to a device failure. A replacement fr3 device was ordered but could not be provided as replacement fr3s are no longer available. The issue has been escalated to the market's leadership team and the malfunctioning device was removed from service. The device was not available for additional investigation. No further information is available at this time regarding the customer resolution. Based on the information available and the testing conducted, the cause of the reported problem was a device failure. The reported problem was confirmed. However, the root cause cannot be determined without the return of the device for failure analysis. Based on the information available and results of additional analysis, no further action is necessary at this time. . The malfunctioning device was removed from service. A replacement device cannot be provided as replacement fr3s are no longer available. The issue has been escalated to the market's leadership team, but no further resolution information is available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.